Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a tracheotomy was performed on the patient. The front part of the cannula was obstructed and caused suffocation to the patient which was life-threatening. Treatment measures were taken: the obstruction was relieved after the air bag was released.

Manufacturer narrative:
Other, other text: d4: UDI section is unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.